Event description:
The right ventricular (rv) lead was explanted due to micro-perforation, high pacing thresholds, low sensing and stimulation.

Manufacturer narrative:
The lead was not returned for analysis, however it is known that the perforation is known inherent risk of device.

Event description:
Additional information received, and a supplemental report is being filed.